Manufacturer narrative:
(B)(4).

Event description:
Supplemental required for additional information.

Manufacturer narrative:
Product is scheduled to be returned but has not been received in for evaluation at the time of this report. Therefore, this report is based solely on the information provided by the customer. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4). No product returned at this time.

Event description:
Customer called in saying that the buckle to the gait belt does not always stay closed. The date the issue was discovered is not known and no serious injuries were reported.